Event description:
Patient had multiple-trauma rib fractures and was implanted on (B)(6) 2012 with one ti matrixrib pre-contoured plate and seven locking screws. Patient returned to the surgeon complaining of pain. Patient was returned to the or on 01/14/2013 for removal of hardware. The surgeon removed the one plate and seven screws and confirmed that the rib was healed. All removed hardware was intact and on the bone but possibly placed posteriorly causing the discomfort. The surgeon did not revise the patient with anything additional hardware and completed the removal procedure successfully. This is 5 of 8 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.